Manufacturer narrative:
Date sent to FDA: 06/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Additional information: a1, a2, b7, d1, d2, d4. H6 patient code: 1695, 3189 - surgical intervention. Additional b5 narrative: it was reported that following insertion the patient experienced abdominal pain, vomiting and diarrhea. It was reported that patient underwent lysis of adhesion on (B)(6) 2015.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.